Event description:
This notification was opened for review due to an allegation that dreamstation auto CPAP device that small loose particles were appearing in the mask. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.